Manufacturer narrative:
Device evaluated by manufacturer: promus premier ous mr 28 x 3.5 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the centre and distal struts. The struts were stretched, distorted and raised from the balloon profile in a distal direction. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the length of the catheter. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 28 x 3.50 promus premier¿ drug eluting stent was used to treat the lesion in conjunction with a guidezilla extension guide catheter. However, upon introduction of the promus premier¿ it became stuck inside the first part of the guidezilla. The physician removed the promus premier stent and the guidezilla together and it was then noticed that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 28 x 3.50 promus premier¿ drug eluting stent was used to treat the lesion in conjunction with a guidezilla extension guide catheter. However, upon introduction of the promus premier¿ it became stuck inside the first part of the guidezilla. The physician removed the promus premier stent and the guidezilla together and it was then noticed that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.